Manufacturer narrative:
An abut hex-lock 4.5mm imp 5 .5 flare (hla4/5) was returned for investigation. Visual inspection of the as returned product identified some signs of wear from use, but no signs of significant damage or deformation were noted. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A singular root cause could not be determined. The following sections have been updated: UDI: (B)(4). Device evaluated by manufacturer: change "no" to "yes."

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Device additional 510(k): k013227 and k953101.

Event description:
It was reported that (hla4/5) was loosened. It was also reported that the implant was intact.